Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed a single occurrence of error messages (sf101 and sf218), however, performance testing could not reproduce the device fault. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.